Event description:
Boston scientific received information that this product was part of a system revision due to infection. The many attempts to obtain the serial number of this device were unsuccessful and thus the serial number remains unknown. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.